Event description:
It was reported that during a gastric sleeve procedure, the device stapled and after cut, a very small piece of reload cartridge came off and was on tissue. Pulled out plastic shaving from cartridge reload. It is unknown how case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. How was the procedure completed?-normal no changes required was the piece retrieved from the patient? Yes. Have to send back with cartridge was there any patient consequence? No.